Manufacturer narrative:
(B)(4). Three days after being admitted to the hospital, the patient was discharged. Remedial treatment was ongoing until the last day of the month. On the last day of the month, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is an open-label study from china which was a multicenter, randomized study. The title of the study is ¿a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced acute peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by mild and continued abdominal pain. The patient was hospitalized on the same day as onset of the peritonitis. The cause of the peritonitis was not reported. Beginning one day after onset, the patient was treated with cefazolin sodium 0.25 grams three times per day intraperitoneally (duration not reported) and amikacin 0.025 grams three times per day intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.